Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection and had the implantable cardioverter defibrillator system removed. The patient was treated with antibiotics and was implanted with the new system on (B)(6) 2020. The implant procedure went well and the patient was in stable condition.